Event description:
It was reported that screws were malpositioned, and that two lower screws went into the c6-c7 disk and that one top screw went through the vertebral artery foramen and was close to the vertebral artery.

Manufacturer narrative:
Conclusion: additional information, has been requested and if received, will be provided on the supplemental.